Event description:
It was reported that this right atrial lead was surgically abandoned due it was damaged by surgeons during a previous open heart procedure and was fractured. Lead was replaced with a non bsc product and no additional adverse patient effects were reported.